Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the tip of the active waveguide disengaged while it was placed on the surgical table near the surgical field. The tip did not fall into the patient cavity and there was no patient involvement. The surgeon stated that the device may have come in contact with another metal instrument during the laparoscopic cholecystectomy and red lights were observed prior to the piece disengaging.